Event description:
It was reported that the touch screen on this ventilator was freezing up and they were unable to make any changes. No pt involvement.

Manufacturer narrative:
The carefusion field service rep evaluated the device and determined that the issue was caused by a malfunctioning front panel. The front panel's touch screen was flickering, dim and the top portion of the touch screen would not respond to touch. Not related to the reported event, the oxygen sensor needed to be replaced because it drifted during calibration. The carefusion field service rep replaced the front panel assembly, oxygen sensor. Upon completion the device was released back to the user facility ready to be placed back into service. The alleged faulty front panel was received by carefusion, routed to the carefusion failure analysis lab and staged for eval.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela front panel/touch screen for evaluation. Installed in vela test unit and performed screen calibration tests per vela service manual. Powered reference ventilator and exercised touch-screen functions with consistently reliable performance. Findings/root-cause: the reported event was not duplicated.